Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer switched to a different non-tandem wall adapter, after which pump began charging, and technical support arranged replacement charging supplies, so no further assistance was required.